Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The customer stated that his blood glucose reading was 585mg/dl when the paramedics arrived. The customer stated that he had a swimmers ear infection, which caused to elevate his glucose level. The customer declined to troubleshoot, but he reviewed the settings to verified are correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.